Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson and the 30 psi occlusion test, recording a pressure of 16.12psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson and the 30 psi occlusion test, recording a pressure of 16.12psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause remains undetermined. CAPA: zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Manufacturer narrative:
Previously, the probable cause was reported as undetermined. Upon further review, the failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The specific recalibration values are unknown. Reference to complaint#: (B)(4).